Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient's implant hadn't been checked in over a year and his healthcare provider (hcp) wanted to have the implant checked. A manufacturer representative (rep) was supposed to be at his appointment the day of this call but no one showed. Periodic pinching was reported and was the reason for needing it checked. A manufacturing representative (rep) later reported that a doctor's plan from the beginning was to replace both epidural leads as one lead had dropped in the epidural space and the patient was not receiving adequate stimulation for pain relief. A surgical intervention occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.